Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that when trying to implant a tactra malleable device, the physician cut too much of the corpora. The physician was not able to place either size tactra device due to the damaged corpora. The implant procedure was not completed, giving the patient time to heal. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this tactra malleable device underwent a thorough analysis. Both cylinders were trimmed down, and a hole was found in the middle of the first cylinder consistent with sharp instrument damage. The rear tip extenders passed visual inspection as no damages or abnormalities were found. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B1 ae/pp: updated

Event description:
It was reported that when trying to implant a tactra malleable device, the physician cut too much of the corpora. The physician was not able to place either size tactra device due to the damaged corpora. The implant procedure was not completed, giving the patient time to heal. There were no additional patient complications.